Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen lcck femur, unknown nexgen lcck bearing. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a tibial component revision 6 years post initial surgery due to posterior medial portion of the tibial baseplate fracture and pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on MFR 0002648920 - 2017 - 00751.